Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified mid right coronary artery (rca). A 10mm x 3.00mm wolverine coronary cutting balloon monorail was used to dilate the target lesion and on the first inflation at 8 atmospheres, the balloon ruptured. The procedure was completed with an non bsc device and another size successfully. No patient complications were reported in relation to this event.